Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-mar-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 26-jan-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 56 year old male with pain and dvt episode from patient history. There was no additional patient information available. Return product is available for investigation. Date collected tested result (sec) heparin dosage heparin time (B)(6) 2023 ni 02:50pm 190 baseline ------- (B)(6) 2023 --- --- --- 2000 units 03:11 pm (B)(6) 2023 --- ---- --- 3000 units 03:22 pm (B)(6) 2023 ni 03:46pm 190 --------- ------- (B)(6) 2023 --- ---- --- 2000 units 03:48 pm (B)(6) 2023 ni 04:00pm 196 --------- ------- per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.